Event description:
It was reported that the customer received a button error alarm on the insulin pump. It was reported that no button had been pressed for longer than three minutes. The blood glucose reading was 15 mmol/l. Nothing further was reported.

Manufacturer narrative:
Button error alarm occurred due to corroded keypad traces. The insulin pump was received with a cracked display window corner, a cracked reservoir tube lip, and a scratched display window.